Event description:
It was reported that this lead was explanted and replaced due to high thresholds. It is suspected that there was an issue with lead insulation. Suture sleeve was broken, lead was likely sutured too tight. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 8.5 cm and 30.5 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. Furthermore, a deformed outer conductor coil was found (approximately 10 cm distal to the is-1 connector pin), which most likely occurred from strongly tightening the suture sleeve during the implantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported high threshold. In particular the measurements during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.